Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip was returned for product evaluation. The locator was returned mated with the hemostasis sheath. The carrier tube assembly was returned along with polyfoil pouch. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath and the locator were returned properly mated. A major kink was observed at the blood inlet holes. Upon microscopic inspection, the sheath and locator assembly were bent towards the inlet holes. No other obstructions were identified with the blood outlet hole of the locator. No other visual anomalies were noted. Th carrier tube assembly was returned with the device in manufactured position. Dimensional testing was performed. The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.050" which was within the specification of 0.049" +/-0.004". Measurement was found to be within the manufacturer's specifications. The complaint could be confirmed for blood return issue. Based on the evaluation of the returned device, the severe kink in the sheath/locator assembly could have blocked the inlet holes leading to the reported event. The likely reasons for no backflow of blood also include insufficient insertion into the artery. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d4 and section h4. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was no backflow upon angio-seal sheath insertion. It was stated that the sheath was non-pliable compared previously deployed angio-seal sheaths. There was no patient injury/medical or surgical intervention required. The patient was safe, and the procedure outcome was successful. There were not other devices or equipment used with the reported product.